Event description:
It was reported that during a rotator cuff repair procedure using the super turbovac, it appeared that the tip of the wand was missing pieces. The procedure was delayed for some time as the surgeon looked for loose pieces in the shoulder, although nothing was found. The surgeon eventually concluded tha the suction area of the wand tip was actually depressed into the wand. The procedure was completed using a back up wand. There were no reported patient complications as a result of this event.